Manufacturer narrative:
Inspected one opened reservoir and found that the reservoir had a missing septum. Leakage will occur.

Event description:
The customer reported that he was not able to release the air into the vial and draw the insulin out.